Manufacturer narrative:
Two (2) actual samples were received for evaluation. Functional testing was performed by filling the device with green colored water. After fill, a leak was observed at the module flow rate knob. The reported condition was verified. The cause of the leak may be related to a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) multirate infusors were leaking from an unspecified location. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.